Event description:
Event determined to be reportable based on investigation approved march 21, 2007. It was reported that during a pci procedure, a guidewire met resistance while being inserted into the quantum maverick balloon catheter. The 90% stenosed lesion was located in the calcified right coronary artery (rca). The quantum maverick monorail balloon had been used earlier in the procedure to pre-dilate the lesion. Approx 10 mins after the first dilation, when the physician inserted the guidewire into the catheter to perform a seconded dilation, the guidewire met resistance. They were able to remove the guidewire and the procedure was completed with another quantum maverick monorail balloon catheter. There were no reported pt complications. Pt status listed as "good". During the investigation of the returned prod, a hypotube fracture was observed.

Manufacturer narrative:
Returned prod analysis revealed a hypotube fracture. The balloon catheter with the balloon in a deflated state was rec'd and a hypotube fracture was observed. The catheter also exhibited an area of compression damage on the distal polymer shaft section. The catheter exhibited a hypotube fracture located 85.7 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Examination of the fracture site and the compression damage did not reveal any inherent material discrepancies that would have contributed to this incident. The cause of the original kink or subsequent fracture and the compression damage could not be determined. The mfg records for top assembly batch 8815273 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs. The root cause of the event could not be determined.